Event description:
It was reported by service report that the scale was inaccurate. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Load cell.